Event description:
Patient was brought to operating room and placed supine on the operating room (or) table. A standard safety check, and timeout were performed. General anesthesia was induced. Patient was prepped then draped with towels and drapes. When it was time to use the ligasure device, it did not work. Whenever the handle was pulled, it had no effect---it did not coagulate at all. The ligasure was changed, and the procedure was completed without any issue. No patient harm. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure xp (per site reporter). Surgical supervisor called field representative to come pick up the device.